Event description:
Total knee arthroplasty was performed on 04/07/98. Approximatley 2 months postoperative, pt was seen by physician complaining of instability and hyperextension. Physician elected to revise polyethylene components on 06/17/98. No failure observed with explanted devices.